Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise recorded on the rv lead causing multiple inappropriate shocks. Noise was recreated with provocative left arm movement. Recorded noise coincides with a sudden and rapid drop in rv pacing impedance. No noise on the farfield electrogram and shock impedance is stable and in-range. Pace/sense portion of the lead was capped and a pacing lead was implanted. The generator was changed out at the time of lead revision due to battery depletion.

Manufacturer narrative:
This whole lead was capped on (B)(6) 2019 when the patient was downgraded to a pacemaker.